Event description:
Additional information reported that the surgeon noted the intracranial hemorrhage (ich) was not device related. The patient was not good at maintaining their anticoagulation usage.

Manufacturer narrative:
Section h6 health effect - clinical code: 4850 - sleepiness/drowsiness/somnolence. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was sent to the emergency room for changes in their consciousness on (B)(6) 2024. They had a computed tomography scan performed. And confirmed an intracranial hemorrhage. The patient received neurosurgery but was still drowsy. Their pump operated as normal and the patient was stable.